Event description:
Site reported a pneumothorax post superdimension procedure. The pt's pneumothorax was confirmed by physician. Pt received oxygen via chest tube and was hospitalized overnight and discharged on (B)(6) 2013.

Manufacturer narrative:
Superdimension has requested devices for evaluation but has not received anything to date. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronical lung biopsy or a CT-guided percutaneous biopsy.